Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 years and 11 months the device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the lvad was suspected by the healthcare professionals to be clotting off. The patient had been admitted to the hospital for gastrointestinal (gi) bleed and was found to have rising lactate dehydrogenase (ldh) into the 1900¿s u/l and was positive for hematuria. The patient was on heparin infusion and an echocardiogram was to be performed. On (B)(6) 2019 the patient returned to the operating room for an emergent pump exchange. The exchange was successful and without issues.

Manufacturer narrative:
Section d4, h4: additional information. Device evaluation: the report of a suspected clot in the patient¿s lvad was confirmed through the evaluation of (B)(4). The submitted system controller log files contained data from (B)(6)2018 ¿ (B)(6)2019 and showed that pump power, estimated flow, and average pi appeared to be overall trending slightly downward over time. The pump speed remained above the low speed limit for the duration of the log file and the vad appeared to be operating as intended. Upon disassembly of (B)(4), examination of the distal-side of the inlet stator revealed a thrombus ring surrounding the inlet bearing cup, obstructing approximately 40-50 percent of the blood flow path. The thrombus was partially denatured and also appeared to have formed in laminated layers, indicating that the thrombus developed on inlet bearings over an undetermined amount of time while the pump was supporting the patient. In addition, three thrombus formations were observed on the inlet portion, center, and outlet portion of the rotor body. The darker areas of denaturation on the thrombi indicate that they were present in the pump while it was supporting the patient; however, the structure of the thrombi suggests that they did not originate on the rotor and initially developed in another location. Although their origins could not be conclusively determined, the thrombus formations had a curved shape and also showed evidence of lamination as well as colors similar to the thrombus found on the inlet bearing cup, suggesting that they potentially originated on the inlet bearings. Finally, examination of the proximal side of the outlet stator revealed a small, red thrombus formation situated adjacent to the outlet bearing ball. The thrombus lacked laminated layering, suggesting that it did not initially develop in the outlet stator; however, its specific origin could not be conclusively determined. Although a duration of time for which it was present in the device could not be determined, the deposition was not adhered to the blood-contacting surfaces and did not show any evidence of denaturation while no concentric contact marks were noted on the rotor outlet section or the outlet bearing cup, suggesting that it was not present in the pump for a prolonged period of time. The evaluation could not determine a specific cause for the development of the observed thrombus formations; however, the thrombi were obstructing a significant portion of the blood flow path and could have contributed to the reported hematuria and elevated ldh level. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any wire discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values and the pump operated as intended. The heartmate ii lvas IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.